Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s spouse reported that the patient experienced a syncopal episode following bleeding from a sensor insertion site. A new sensor was inserted into the patient¿s arm, after which the spouse observed bleeding and swelling at the site. Concerned, the spouse removed the sensor. A few minutes later, the patient began sweating profusely and subsequently lost consciousness, accompanied by ¿unusual noises.¿ the spouse checked the patient¿s blood glucose level, which was reportedly within normal range, though the exact value was not recalled. Emergency services were contacted, and upon arrival, paramedics applied pressure to the insertion site until bleeding ceased. They confirmed the patient¿s blood glucose level was within normal range but did not provide a specific value. The duration of unconsciousness and time of recovery were not specified. Paramedics did not administer medication for the syncopal episode. They assisted with the insertion of a new sensor (site not specified) and indicated that the episode did not appear to be related to the dexcom device or diabetes. No adverse reaction occurred with the second sensor, and no additional symptoms were reported. Paramedics suggested the loss of consciousness may have been related to the amount of blood at the insertion site rather than a device-related issue. The spouse confirmed that the patient was not taking anticoagulant medication and had no known underlying medical conditions that could have contributed to excessive bleeding or syncope. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.